Event description:
It was reported that the pump segment of an ambulatory spike set cracked during an anesthesia infusion. Therapy was interrupted; the set was changed out and anesthesia was continued. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. During a visual inspection the pump segment assembly, of the spike set, was found to be broken. The visual inspection confirmed the reported condition. However, the cause could not be determined. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.